Manufacturer narrative:
H.6. Investigation: bd has not been provided photos or samples for catalog 301948 lot 1809342 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that a cracked barrel was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on october 31, 2019, dealer received a message from the purchasing center of the hospital. The nurse in the 19th ward of the hospital used a 20ml syringe product and found that the barrel inner wall of the syringe have a 3~5 cm crack from the tip of the barrel. Not working properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "on (B)(6) 2019, dealer received a message from the purchasing center of the hospital. The nurse in the 19th ward of the hospital used a 20ml syringe product and found that the barrel inner wall of the syringe have a 3~5 cm crack from the tip of the barrel. Not working properly."